Event description:
It was reported that during an in-clinic follow-up, the atrial leadless pacemaker (lp) exhibited episodes of far r over-sensing. The lp was reprogrammed. The patient was in stable condition.